Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and undefined pacing impedance on the right ventricular (rv) lead. A possible fracture was suspected. The rv lead was programmed off until the patient¿s lead revision procedure. At the rv lead revision procedure the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.